Event description:
The dentist reported that the mini-implant failed.

Manufacturer narrative:
The investigation for this unit is incomplete. An update will be provided upon completion of the investigation.